Event description:
Smartez pump (se0200-100, lot# unknown) infused half way then stopped. Patient left device attached for over an hour and it never completed. Patient line flushes without problem. When device detached, there was no dripping from line. Device not available for return.